Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had physical damage and emitted a burning smell. It is unknown under what circumstance this event occurred. No injury, death, or surgical delay was reported.

Manufacturer narrative:
Updated fields - d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the returned mlx 300w xenon lightsource (00mlx) was in used condition with damaged/broken components including front bezel, top trim, ac entry, right side panel, mirror, lamp (missing upon return), power supply, and several screws were also missing. Root cause analysis: the reported complaint was confirmed. It was determined that the root cause was likely rough handling/environmental damage.